Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9031692, medical device expiration date: 2024-03-31, device manufacture date: 2019-01-31, medical device lot #: 8361989, medical device expiration date: 2024-02-29, device manufacture date: 2024-02-29.

Event description:
It was reported that an unspecified number of needle filter blunt fill 18x1-1/2 experienced product damage/deformation with the device still considered operable. The product defect was noted prior to use. The following information was provided by the initial reporter: when covering the cannula with the red protective cover after using it, I realized that the red cover was broken. A different protective cover has an extra string of plastic at the end (affects several products). One product in original package is missing the needle.